Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the following information, omsc presumed that the physical stress caused a gap in the lg lens glue and dirt got in. -according to the inspection results of the device, the inside of the lg lens was dirty. -IFU warns not to apply physical stress. -according to the similar complaint, the physical stress caused a gap in the lg lens glue and dirt got in. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus korea (okr), it was found that inside of lg lens was dirty. There was no report of patient injury associated with the event.